Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops insight, pre and post operative imaging of the patient, ops acetabular and femoral guides. All manufacturing steps of implant positioning and report generation were reviewed. Conclusion: all operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related processes or acetabular or femoral guide. Dislocation after a total hip arthroplasty (tha) is influenced by multiple factors. These include the positioning of the acetabular component, the positioning of the femoral component, the anatomy of the patient, and the lifestyle of the patient post operation. As such, there are multiple factors that may have contributed to the dislocation which are outside the scope of this investigation. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported by a corin representative that the patient was revised due impingment and dislocating twice after his recent hip replacement. The oblique liner was exchanged with a duel mobility liner and an offset +7 bioball was used. Opsinsight, ops acetabular and ops femoral guides were used as an assistive technology in the primary surgery.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient was revised due impingment and dislocating twice after his recent hip replacement. The oblique liner was exchanged with a duel mobility liner and an offset +7 bioball was used. Opsinsight, ops acetabular and ops femoral guides were used as an assistive technology in the primary surgery.